Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. According to the log files the patient experienced a system stop that was associated with the disconnection of the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s outcome and heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Additionally, although the low flow alarms were confirmed via the analysis of the submitted log files, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained data from (B)(6) 2020. Nearly continuous low flow alarms were captured throughout the log file. Beginning at 06:23:38, calculated flow begins to gradually decrease before ultimately reaching 0.0 lpm at 06:44:16. The driveline was disconnected shortly after. No other atypical alarms were captured. The actual speed remained above the low speed limit prior to the driveline being disconnected and the pump appeared to be functioning as intended. The account communicated that the patient expired on the morning of (B)(6) 2020. The cause of death was reportedly unclear. The patient reportedly had multiple low flow alarms, was unresponsive, arrested, and was unable to be resuscitated. The patient¿s death was considered to not be device-related, and the device was reportedly working as expected. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The current heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section: 1, ¿introduction¿. The heartmate 3 lvas IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The current heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-01597 it was reported that it was unclear what the cause of death was as the patient was taken to an outside hospital initially. He had multiple low flow alarms and was unresponsive and arrested. Acls protocol was initiated and unable to resuscitate the patient. The cause of death was not considered to be device related. The device operated as expected according the vad coordinator. The product will not be returned for evaluation.